Manufacturer narrative:
External insulation abrasion was noted at 45.2-46.1cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location. Internal insulation abrasion was noted under the rv shock coil at 3.5-5.5cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasion was noted under the svc shock coil at 17.0-17.1cm from the distal tip. The rv conductor etfe coating was abraded at this location, consistent with the observations from the field of low hv lead impedance.

Event description:
It was reported that the patient presented for device change out for normal eri. During dft testing with the new device and chronic lead, the therapy failed to convert the rhythm and external defibrillation was used. The device went into backup vvi and was replaced. Dft testing with the second new device was also unsuccessful and an alert for possible lead damage was given. A low, out of range, high voltage lead impedance measurement was observed. The lead was explanted and replaced. Patients condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.